Event description:
It was reported that a user experienced a low blood glucose event following a prior high reading, with a measured value of 67 mg/dl, and self-treated with oral glucose; troubleshooting and education were completed during follow-up, and the cause of the hypoglycemia remained unclear. Symptoms included hypoglycemia. Outcomes included transient low glucose without need for escalation. Investigation included user interview and troubleshooting with education. Investigation of this case revealed no device malfunction or component issue based on the information available and the event was attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.